Event description:
It was reported that a female who underwent a breast augmentation primary with mentor memorygel, 375cc silicone experienced left-sided silent rupture post operative. The issue was confirmed through MRI examination. As a result, patient scheduled for removal on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The patient experienced bilateral symptomatic ruptures, as confirmed with additional information received on february 24, 2025. She initially did well until approximately 2022 when she began noticing either an elevation of her implants or a waterfall effect with her breasts, along with breast rippling documented in her medical history. Consequently, on (B)(6) 2025, she underwent bilateral partial posterior capsulectomy and implant replacements, specifically l) 3503504bc/ (B)(6) and r) 3503504bc/ (B)(6). The date of the event dpo was updated from may 14, 2024, to 2022, which marks when the patient first observed her symptoms, as noted in the medical records. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Follow up #1 missed reporting that the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on february 28, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the smooth hpg, 375cc breast implant was ruptured and received in three parts. In addition, a crease/fold, was observed at the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Wrinkling is reported to occur more frequently in patients with one or more of the following: thin-skinned patients, patients with little or no subcutaneous fat, sub-glandular rather than submuscular placement, an implant that is too large relative to the breast pocket size or frame of the patient, overlying tissue that is minimal or of poor quality, and/or when capsular contracture is present. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).